Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to failure to achieve hemostasis, include, but not limited to user technique (poor or partial tissue capture, air knot). The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
A user facility medwatch report was received, stating: "at case end, the abbott perclose prostyle suture-mediated closure and repair system was inserted by the doctor (md) where it was noted that it failed to obtain hemostasis indicating device failure. Md removed the intact device and inserted a new device. Second device worked as intended and procedure concluded with only slight delay in care." Subsequent to received medwatch report, additional information was received: it was reported that this was a vessel closure of an unknown vessel using a prostyle relative to an an atrial fibrillation procedure. Reportedly, hemostasis was not achieved with the device. Another prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Attachment: user facility medwatch #4400480000-2023-8016.